Event description:
It was reported that the right ventricular lead had exhibited high capture thresholds. The physician suspected that a perforation had occurred. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.